Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of (29/aug/2023) and was not subject to UDI requirements.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding the noise coming from the unit when connected to air. Vyaire received sipap, if, plus, aux, mdiss, english part number: 27415-001 serial number: (B)(6). Visually inspected on uut (unit under test) assembly, there was no visible defect, contamination, or damaged. The uut was powered on user mode, warmed up for 30 minutes, performed chapter 6-operational setup, the uut passed user verification test. Allowed the uut to run-in for a period of 3 hours, and no related issues were found with noise coming from air connection. The uut was moved to the production floor, installed into sipap final test system per part number: 27496-001 software test, and the uut failed performance test max blending at hi: 103.12 results and max should be 103. The reported complaint was not confirmed or duplicated. The uut was tested and was found to be functioning as intended. Additional findings was failure at performance test max blending reading out of specification on the high measurements.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the infant flow sipap has a whistling noise coming from the unit when connected to air. Furthermore, there was no patient associated with the reported event.